Event description:
It was reported that during mechanical ventilation a "ventilator failure" occurred, and ventilator did not work. No injury reported.

Manufacturer narrative:
The device log file could not be provided for investigation but photos of the log were available from the day of event. Based on the found log entries the supervisor function of the device detected a wrong motor position and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The ventilator assembly has been replaced and was sent to the manufacturer for analysis. The motor was manufactured in january 2019. The failure could be verified in the laboratory. Eva-luation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes, speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - this allows at least the bridging of patient support until a replacement device can be introduced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that during mechanical ventilation a "ventilator failure" occurred, and ventilator did not work. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.